Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of advisory population in which there was rare possibility for the magnetic switch to become stuck, which prevented shock therapy from being delivered. A family member of the patient with this device stated the patient died from sudden cardiac death, and stated both that the patient was getting shocks and that the device did not respond. There was question if the device worked as programmed.

Manufacturer narrative:
H6. Not returned. Event conclusion as of this report, the device has not been returned to guidant for analysis. There is no additional information related to this event. Guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On august 1, 2005, guidant issued an advisory update describing various clinical behaviors associated with a magnetic switch. Manufacturing changes to prevent this failure were made in july 2005. This device was manufactured before july 2005 and is included in this population. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory. A guidant technical services representative explained that if the device was delivering shocks, then it was not experiencing a stuck switch.